Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported: "rupture", "silicone bleeding (leakage of silicone in several places)", ¿pain in the breast area¿, ¿noticed a change in the implants¿. MRI test showed ¿several small cysts in the mammary parenchyma on the right more than on the left (the largest on the right inside at the top measuring 10 mm)¿. Device has been explanted with capsulectomy and replaced. This record relates to the right side.

Event description:
Patient reported, "silicone bleeding (leakage of silicone in several places). A capsulectomy also had to be performed (silicone leaked out), due to the ruptured implant". Also reported, cysts in MRI. Which is deemed not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch #1. Aware date should have been listed as 06/jun/2024.

Event description:
Patient reported "silicone bleeding (leakage of silicone in several places). A capsulectomy also had to be performed (silicone leaked out) due to the ruptured implant." Also reported cysts in MRI which is deemed not related to the device. Device has been explanted.